Manufacturer narrative:
At the time of this report tactile medical has not received information from the patients health care team to determine if there were pre-existing conditions that were the cause of this event, therefore the device is being reported as a possible cause. Patient indicated on survey that reported this incident that they are "not currently using" product.

Event description:
The patient was shipped a pd32-g3 controller, serial number (B)(4), a full leg medium left garment 3l-fl-md-l lot 117609 and a full leg medium right garment 3l-fl-md-r lot 117499 on (B)(6) 2020. On december 10, 2020 tactile medical received a completed survey from the patient that stated after using the machine 2 times, the right ankle was fractured in 2 places while machine was in use, patient went to hospital and received rehab. On december 11, 2020 clinical services talked to the patient and they stated they had a demo of the device and it worked fine. They stated when they went to use the device at home it fractured their ankle in 2 places. The patient went to (B)(6) hospital in (B)(6), at the hospital the patient was given a hard cast. The patient was referred to an orthopedic surgeon who they saw twice. They said the podiatrist who prescribed the flexitouch has not been told about this incident, and they haven't seen him since it was prescribed.